Event description:
It was reported that while probing a sacral wound a foreign material was detected embedded in the wound and could not be removed by the nurse. The patient's wound was explored under general anesthesia and a piece of foam was removed. According to the facility, the foam may have looked like granufoam dressing used with v.a.c. Negative pressure wound therapy systems, but that was not confirmed. There was no evidence of infection but patient was prescribed antibiotics as a precaution.

Manufacturer narrative:
According to the wocn, the alleged event was a result of user error. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressings may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam. Create difficulty in removing the foam from the wound, or lead to infection or other adverse event."